Manufacturer narrative:
Other applicable components are: product ID 3387s-40, lot# va0kqxq, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient's lead was explanted and replaced, with the reason for explant noted as unknown. There were no related patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3387s-40 lot# va0kqxq serial# implanted: 2014 (B)(6) explanted: product type lead. Upon review of the additional information received, it was determined that device code (B)(4) no longer applies as the allegation was unsupported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the system modification (lead explant) did not actually occur; the form was previously entered in error. No further complications were reported/anticipated.